Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose of 430mg/dl. In addition, they had issues with reservoir. Customer stated they are having issues with pump not delivering. Customer may not have been getting insulin due to air bubbles in the reservoir. The customer noticed a large air bubble in the reservoir, but stated she thinks she has not been getting any insulin.